Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer has been getting "hi" blood glucose results on her blood glucose meter. The consumer did not feel this was an accurate reading. Subsequentially opened a new box of strips, retested getting an 231 mg/dl result. The consumer felt that result was correct. The difference in the readings was determined to be clinically significant. The strips in question will be returned for evaluation.